Event description:
An olympus representative reported on behalf of the customer that the single use distal cover came off from the evis exera iii duodenovideoscope at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp), which was done for abdominal pain status post previous ercp. The cover was not on the scope after withdrawal from the patient. The clinician first checked the back of the throat and then an esophagogastroduodenoscopy (egd) had to be added to the procedure. The cover was found in the duodenum and retrieved during the subsequent egd. Upon retrieval, it was noted that the cover had split in half. The patient was kept under general anesthesia after the ercp while an egd was performed to remove the distal cover, so anesthesia time was extended but the exact duration was unknown. The procedure was completed with the same device. There was no further patient impact reported. There were no other issues noted with the scope. Olympus received further information that the redesigned distal cover was reportedly used. No anti-fog agent was applied to the scope lens. After the distal cover was applied, a small amount of surgilube was used on the back side of the scope (solid portion of the distal cover) before inserting the scope. The customer confirmed that the cover was not damaged after attaching it to the scope, that they attached the cover to the scope and then pulled or twisted the cover to make sure it does not come off, and that the cover was pushed firmly until the hook of the distal ring was fully visible within the distal cover opening. The related patient identifier (B)(6) reports the single use distal cover.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2024-00007.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported event (device detachment requiring retrieval) likely occurred due to the following factors: a) the cover was improperly attached. B) the cover had a crack and/or pinhole. C) chemical solutions such as anti-fog agent adhered to the distal cover, which made the cover easy to break. D) the distal cover was damaged by pushing it diagonally when attaching to the device, which made the cover easy to break. E) the user applied a load of friction to the distal cover by twisting, pushing, and pulling it in body cavity during inspection prior to use. A stress stronger than the one above was applied to the distal end during the procedure and the cover was further damaged. However, since the device was not returned to olympus for evaluation, the issue was not confirmed. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: warning: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ 3.5 attaching accessories to the endoscope: attaching the single use distal cover - caution: ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: warning: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off.¿ ¿twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off.¿ ¿confirm that the single use distal cover is free of cracks or deformation.¿ 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315) warning: ¿should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ olympus will continue to monitor field performance for this device.